Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during an initial right total hip arthroplasty a femur fracture occurred while placing the stem and was repaired. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had an initial arthroplasty. During the surgery, a femur fracture occurred and was repaired. Acetabular component secured without complication. Upon placing the final stem implant, there was a small stress release fracture in the calcar. It was minimally displaced. Implant removed, cable placed, same stem placed back in, fracture reduced well with stem in nice position. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.